Event description:
The user facility reported during monitoring the value on the monitor suddenly went out. The monitor was not the cause of the error reading because once the catheter was replaced, the monitor functioned as expected. No patient injury was reported.